Event description:
All of this type of vanishing point insulin syringes are flawed and difficult to use to accurately measure insulin. Despite multiple technique adjustments and attempts to flick and expel air from syringe, it is near impossible to eliminate an air bubble from syringe. Therefore, pts may not receive accurate dosages when administered.